Event description:
Pt from another hospital with a bard 2l PICC line. The PICC was broken between the hub and insertion site in at least two places. It is unknown how long the PICC was broken since it was not placed in our facility. The pt is febrile. Cultures are pending.